Event description:
The patient reported that on (B)(6) 2016 they broke their back at l2 and had sudden pain and an uncontrollable flow of urine. The patient had broken their back three times and had osteoporosis. Shortly after the patient broke their back, they experienced a return of symptoms. The healthcare provider (hcp) indicated that the broken back was causing the urinary symptoms. At the time of the report, the patient's back was still broken, and the implantable neurostimulator (ins) was not working as well as it was before. The hcp was wondering if the ins should be shut off while the back was broken. It was noted that most of the trouble was coming from the patient's back, but they were getting better and not in pain anymore. The programs on the device had been changed previously to address the symptoms, and the patient was working with the hcp about their back and symptoms. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.